Event description:
A malfunction was reported where the pump screen would not turn on, and the red led flashed every 30 seconds with a beep and vibration occurring every three minutes. There was no adverse impact on the customer's blood glucose level. The pump was under warranty, and customer technical support decided to replace it. The customer was instructed to use an alternative insulin delivery method, multiple daily injections (mdi), during the interim period. Additionally, customer technical support confirmed the shipping address and instructed the customer to return the faulty pump using a prepaid label within ten days, which the customer understood and acknowledged.